Event description:
It was initially reported that the device was "wasted." On 11/17/2009, it was learned that the device was explanted due to a "nonfunctional leaflet," resulting in an unsuccessful valve replacement. Repeated attempts have been made to obtain the device for evaluation to confirm the reported event; however, no response has been received. No other details were provided.

Event description:
It was reported that the device was explanted after an implant duration of approximately 76.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.